Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not available.

Event description:
The user facility reported that the housing broke before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.

Event description:
The user facility reported that the housing broke before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.